Manufacturer narrative:
This customer account encountered a similar incident recently and has returned the device used during that other incident for eval. A supplemental medwatch report will be submitted upon completion of the eval of the product used during the other incident.

Event description:
The customer reported that a prolumen device was used to declot a graft. The device was placed in the graft and the s wire was advanced. Upon initial activation, the s wire broke off. The broken portion of the wire was retrieved without harm to the pt. No further complications were reported.